Event description:
A ventilator was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's system board was replaced to address a ventilator inoperative condition and the device's internal battery was replaced to address a charging issue. The system board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failure was found to be due to a program corruption of the u3 flash. The root cause of the internal battery not charging was found to be due to a cell imbalance.